Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left-side rupture. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: broken shell and others, 25% of the shell is missing. Weight measurement identified device was underweight. A microscopic analysis was performed which identified sharp edge broken assessed as unidentified tear opening. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is a sharp broken on posterior assessed as unidentified (tear) opening and 25% of the shell is missing assessed as inconclusive. Additional, changed, and/or corrected data.

Event description:
Device has been explanted.